Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD implanted: (B)(6) 2016, 694758 lead implanted: (B)(6) 2013, 5076-45 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.